Event description:
It was reported by repair work order that the foot section uprights were loose due to missing/loose bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.